Event description:
It was reported the healthcare professional (hcp) thought the lead tip was slightly bent when they opened the lead package and took the lead out. The hcp thought the end of the lead looked slightly curved so they opened up a different lead. The second lead looked fine and was implanted. The hcp never attempted to use the first lead so there was no patient involvement.

Manufacturer narrative:
Concomitant product: product ID neu_stylet_acc, product type accessory. (B)(4). Analysis of the lead found the distal end of the lead was bent (new out of the box).